Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/09/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot g19128.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin results of 0.02 & 0.07 on a patient. There was no patient information at the time of this report. Method: I-stat, result: 0.02ng/ml. Lab, 0.46 ng/m: I-stat, 0.07 ng/ml: lab, 1.33 ng/ml. Collection/test times were not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There were multiple requests for information but to no avail. The customer states that the lab director explained to the nursing staff that they should never compare I-stat troponin to the lab troponin. The reason is unknown at this time. The customer also states they do not have the lot#, are unable to provide any clarification or additional information and requested the incident be closed. Shipping records shows that troponin lot# g19128 was shipped on 07/07/2019 just before the customer complaint on (B)(6) 2019. The investigation is underway. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).